Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. Customer declined troubleshooting with tandem technical support. Customer¿s blood glucose level ranged from 120-140 mg/dl.